Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern due to recall

Event description:
Patient reported bilateral implants "have been ruptured for a number of years which is causing concern especially with the recall." Device remains implanted. This record is for the right side.